Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a damaged battery. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92. No additional information is available.

Manufacturer narrative:
(B)(4). Upon further investigation by quality engineering, it was determined that the root cause was assigned to depleted main batteries. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of damaged battery was confirmed by baxter personnel during product evaluation. The root cause was assigned to the device was operated for an extended period of time without charging the batteries. The batteries and harness were replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.